Event description:
As reported from france by our edwards lifesciences affiliate, during deployment of a 26mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst at the end of inflation. The valve was fully deployed. No additional actions were taken. The patient was stable post-procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The device was visually examined, and the following was observed: the balloon is longitudinally and radially burst, and there is no apparent balloon material missing. Dimensional testing was performed by measuring the inflation balloon single wall thickness along the edges of the burst location, and all measurements met specification. Due to the nature of the event, no applicable functional testing was able to be performed. Pre-tavr CT was provided, and the following was observed: moderate leaflet calcification, with protruding calcification of the sinotubular junction (stj), with some minor, adherent calcification of the left ventricular outflow tract (lvot). Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported delivery system balloon burst was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as the imagery evaluation indicates presence of calcification on the leaflets, in the stj and lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.